Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per 90-par-005-0, complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failures. Fse found bf probe 1 suction failure and replaced the drain pump. Customer performed daily background and ran quality controls. The system operated as intended. The probable cause of this event was a failure of the waste pump. A 13-month complaint history review and service history review for similar complaints was performed for the aia 1800 serial number (B)(4) from 18jul2016 through (B)(6) 2017. The review found there were no other similar reported issues for this product. The aia-1800 service manual revision 1, under 13. Appendix 4: error message was reviewed and states the following: [2293] probe 1 suction failure cause: overflow sensor 1 (s1308) detected fluid-present state after a solution suction operation. Assay result will be flagged (wu flag). Solution: clean wash probe 1 (referred to maintenance, chapter 9) and inspect overflow sensor 1(s1308), wash (waste) solenoid valve (sv180), waste tubing and fluid pump (lp180).

Event description:
The customer reported receiving the error code 2293 probe 1 suction failure or a vacuum failure. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.